Manufacturer narrative:
A medtronic representative went to the site to test the equipment on 13 march 2017. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while setting up equipment for a cranial resection, the mouse for the navigation system became unresponsive and would not respond when prompted by the user. The representative restarted the mouse to resolve the reported issue. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.